Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the maxcore disposable core biopsy instrument was received with both slides in their initial positions. It appeared to have blood residue. No visual anomalies were noted to the device. Upon functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. Upon disassembly, both bumpers were noted to be broken. There were no other anomalies found. Therefore, the investigation is unconfirmed for the reported self activation or keying issue as the received device was not self-activated during the functional testing and confirmed for the identified break issue as both bumpers were noted to be broken. A definitive root cause for the alleged self-activation or keying issue and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the lock was allegedly released automatically. It was further reported that the physician unable to use it. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the lock was allegedly released automatically. It was further reported that the physician unable to use it. There was no reported patient injury.